Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/13/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant na, k, & ci results on a (B)(6) year old male patient presented in the ER with cardiac discomfort. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. Method: collect time: na: k : ci: I-stat, 1352 - 1354, 109, 3.1, 138. I-stat, 1352 - 1354, 139, 3.8, 100. Roche, 1352 - 1354, 137, 4.1, 100. There are no injuries associated with this event. The investigation is underway.